Event description:
Patient stated that (B)(6) 2020 the adhesive pad for his v-go curled up before the device fell off the patient's inner thigh after 6 hours of wear. Patient stated he thought the pad may have melted while exposed to sunlight.